Manufacturer narrative:
The product was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed. Therefore, an investigation for cause was unable to be performed.

Event description:
An integra service manager reported on behalf of the customer that on (B)(6) 2019, a cusaexcel8 excel console with footswitch each1 failed. Additional information received on 24jun2019 indicating that the device was in contact with the patient. The procedure performed was partial hepatectomy and the product problem was discovered during the surgery. According to the customer they were smoothly using the machine and the 36khz handpiece in the surgery when suddenly the amplitude of the fragmentation would not go higher than 10%. There was a 13 hour surgery delay due to product problem and as a result of the delay, the operating room (or) time prolonged. The actions taken after the product problem happened was they crossed check a new tip, new handpiece and they conducted amplitude testing. Additional information has been requested.